Event description:
Customer alleges discrepant result with meter: date: (B)(6) 2010; inratio: 4.5; retest inratio: 6.9 (results 10 mins apart). Date: (B)(6) 2010; inratio: 5.9.

Manufacturer narrative:
Investigation pending.